Event description:
Customer's daughter reports that segments are missing in the hundreds column of the active meter's result display. Customer reports meter displayed 388 during troubleshooting. Display problem was found during troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.